Manufacturer narrative:
Unable to prime during the prime/compromised force sensor system test due to moisture damage inside the force sensor resistor. The unit passed the displacement test, rewind and basic occlusion test. Unable to perform the occlusion test and no delivery test due to prime anomaly. The insulin pump was received with the following physical damage: cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was unknown at the time of incident. The customer performed troubleshooting. The customer reported that the insulin did not continue to drip after letting go of the act button. There was no damage found on the insulin pump. The insulin pump was returned for analysis.